Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead displayed high pacing impedance measurements of 1083 ohms. Previously, it was 547 to 549 ohms and was as high as 1400 ohms at a previous follow-up. Boston scientific technical services (ts) discussed that the lv impedance range of 500 to 1500 ohms is not completely normal. However, sensing and pacing thresholds were normal so no impact on lv pacing therapy. Also, ts suggested monitoring the lv lead for further changes and it¿s the physician¿s prerogative whether to increase follow-up frequency. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned. Device evaluation was completed.